Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: 140 previously reported events are included in this follow-up record. Product return status 123 devices were received. 17 devices were evaluated in the field. Event confirmation status 140 reported events were confirmed. Evaluation results 140 devices were found to be affected by missing paint chips.

Event description:
This report summarizes <noe> 140 </noe> malfunction events in which the device had paint chips missing. 140 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 140 events were reported for this quarter. Product return status: 128 devices were received. 11 devices were evaluated in the field. 1 device investigation type has not yet been determined. Event confirmation status: 139 reported events were confirmed. Evaluation results: 139 devices were found to be affected by missing paint chips. Additional information: 140 devices were not labeled for single-use. 140 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 140 </noe> malfunction events in which the device had paint chips missing. 140 events had no patient involvement; no patient impact.